Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during an appendectomy, the surgeon wanted to use the device. After he placed it and stapled, he realized he could not open the stapler. They had to cut around the stapler and remove it and open a new device. Surgical time was extended by more than 30 minutes. No other adverse events were reported.

Manufacturer narrative:
(B)(4). Evaluation summary pending investigation conclusion.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The visual inspection and functional evaluation of the device had acceptable results. Visual and functional testing of the returned product confirmed the product met quality release specifications that were tested regarding the reported condition and the reported condition was not confirmed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture.. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.